Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The locking caps of the suction pipe are torn off. The fracture surfaces show the appearance of a violent fracture. The article broke due to overloading. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a electrode. According to the information received, the device broke during the procedure as well as the plastic ring around the handle. No patient harm reported. Additional information is not available.